Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient's representative regarding implantable neurostimulator. The reason for the call was the caller stated that they got the the stimulator activated last (B)(6) , but up until now they cannot feel any stimulation. Caller is asking if they can increase the stimulation. Agent reviewed information and mentioned that they can adjust the stimulation based on the patient's comfortability. Agent also mentioned that if they cannot still feel any stimulation they need to contact their managing hcp for further assistance.